Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving clonidine (125 mcg/ml at 56.25 mcg/day) and dilaudid (20 mg/ml at 9 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient fell a week ago and 3 days ago began experiencing withdrawal symptoms. A catheter dye study was performed under fluoroscopy and "24cc of medication" was aspirated. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump was replaced and would be returned for analysis. No further complications have been reported.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the 24cc of medication aspirated during the dye study was referring to the amount of medication that was in the patient's pump at that time. The hcp could not recall if that was the amount expected or not. The catheter dye study determined that the catheter was patent. The pump was replaced and currently in the possession of the hcp. The issue was reported as resolved. No further complications have been reported.